Event description:
During routine vent assessment, noticed that blue temp probe was taped into place on the circuit. When the tape was removed, temp probe continually slipped out of the circuit. New blue temp probe placed and issue resolved.